Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the catalog number and lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address dislocation. Update 08/26/2015. Upon further review of the xrays, the cup is being added for malposition.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the poly liner provided product/lot combination(s) since release for distribution. A worldwide complaint database search found one additional complaint against the head provided product and lot combination. A review of the device history records for this product did not reveal any related manufacturing deviations or anomalies. The search and/or review of device history records was not possible against the acetabular cup as the necessary product/lot code combination was not provided. Medical records and x-rays were received. X-rays were reviewed. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what previously alleged, litigation alleged mild residual metallosis, injury, pain, and emotional distress.